Manufacturer narrative:
(B)(4). Batch # unk. Additional information requested but unavailable: were the device jaws yielded? If not, how was the device distorted? How was clip not fed properly? Did clip feed sideways? Did clip partially feed? Did clip not feed at all?

Event description:
It was reported that during an unknown procedure, the clip was not fed into the jaw properly since the device was distorted. Another device was used to complete the case. There were no adverse consequences to the patient.